Manufacturer narrative:
This report is submitted on june 23, 2022.

Event description:
Per the clinic, there was an electrode tip fold-over. The device was explanted on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.